Manufacturer narrative:
The hvad is used for treatment not diagnosis. Patient could not maintain adequate flows preceding implantation of the vad. After several attempts, vad and ECMO were discontinued and patient expired. The hvad pump ((B)(4)) was not returned to the manufacturer for evaluation; however, review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was not confirmed via review of the log files since log files covering the event date were not available for analysis. The site confirmed clots in the pump and outflow graft and provided images of such. The most probable root cause of the reported event can be attributed to thrombus ingestion within the device; however, there are patient, procedural and pharmacological factors that may have contributed to this event. A clinical factor that may have contributed to the reported event includes the fact that the patient had high clotting factors and was also fighting an infection a week prior to implant. Death is a known potential clinical adverse event associated with vads as outlined in the IFU. Investigations of complaints with similar circumstances were reviewed; events related to death are multifactorial and may be attributed to failed modality, medical treatment, progression of disease, and patient comorbidities. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Heartware is submitting this report as a result of remediation activities related to FDA warning letter (B)(4), dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Event description:
It was reported from the united states that at the time of ventricular assist device (vad) implant on (B)(6) 2014 the patient was being supported with extracorporeal membrane oxygenation (ECMO). Heparin was believed to be at therapeutic levels while on ECMO. The aorta was not used for outflow graft anastomosis due to calcification; rather, the right axillary artery was used as the anastomosis site since the patient had an implanted pacemaker/defibrillator in the left upper chest. After transitioning from ECMO to the vad, the patient began deteriorating as the vad could not generate enough flow to maintain stability. The ECMO system was re-instituted however; it too could not maintain adequate flow and pressure. After multiple attempts failed to establish adequate perfusion, the vad and ECMO were discontinued and the patient expired in the operating room on (B)(6) 2014. Clots were noted in the pump and outflow graft at the time of explant. The attending physician reported that the death was not device related as the patient had high clotting factors and an infection the previous week. An autopsy was not performed therefore the device was not returned to the manufacturer for evaluation